Event description:
It was reported that the customer was experiencing low blood glucose levels for two weeks. The customer's blood glucose was 413 mg/dl. The customer treated herself with the insulin pump therapy. The customer was hospitalized on (B)(6) 2014 due to low blood glucose levels of 40 mg/dl. The customer stated that there were no symptoms or significant events leading to the hospitalization. Troubleshooting was done. The insulin pump successfully passed the displacement test. Advised to monitor the insulin pump and call back if any issues persisted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.